Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware failure. The field service engineer replaced the drawer assembly with non-inventoried parts and reconfigured the med app to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure, it was unable to open. The customer reported that the issue occurred when dispensing medications and was able to get medication from different station. There were no adverse events or injuries reported based on this event.